Manufacturer narrative:
Patient reported mcghan (catalog# 27153541) ruptured several years ago. No serial or lot number were available. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported device rupture on an unknown side. Device was explanted.